Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-400 mg/dl and a trace of ketones were present. Correction bolus via the pump was delivered to address the bg level. The customer was not sure what caused the high bg and thought it may have been due to stress and an infection. As the event had occurred in the past, tandem technical support advised the customer to discuss it with a healthcare provider.